Event description:
It was reported that patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial lead exhibited high out-of-range pacing impedance. No intervention was performed. The patient was discharged, would continue to be monitored.